Event description:
Approximately 2 years post gore excluder bifurcated endoprosthesis implant, this device was explanted reportedly due to the original aneurysm sac being filled with fibrin material. The physician suspected a reaction to the device, and sent the device back for examination and analysis. The patient tolerated the conversion well, and was released 10 days post secondary procedure.